Event description:
When electrosurgical unit was used in close proximity to the esophagus, there was interference on the EKG monitor. This lasted for onl a second or two. The model 2a was turned off and the EKG returned to normal readings.